Event description:
The customer reported that the olympus high flow insufflation unit failed during an unspecified procedure. The intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.